Event description:
It was reported that during a lap cholecystectomy procedure, after the third firing, the jaws remained closed and locked on tissue. They were on mesentary tissue and just pulled it off. The jaws had to be manually pulled apart to open the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.